Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the pt had an MRI and then noted lack of effect. The pump was found to be "turned off"; timeline not provided. At the time of the pump revision, there was a leak noted at the proximal portion catheter. A follow-up report will be sent if add'l information becomes available to us. See also manufacturer's report #: 6000030200704562.